Event description:
We experienced a product defect on wednesday. Our biopsy instrument failed to "fire" or trigger. No harm was done to the patient or staff. We simply utilized another identical product, which then worked fine. The product information is as follows: bard max-core disposable core biopsy instrument, lot # redp4637, catalogue number: mc1810.